Manufacturer narrative:
Image review: image is of the distal section of an sds device. The stent is not positioned between the markerbands. The stent appears to have moved proximally on the balloon. Deformation is evident to the stent. Device evaluation summary: the stent was not positioned between the markerbands as per specifications. The stent had moved proximally on the balloon and was positioned on the transition shaft. The balloon folds were intact. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the 9th and 10th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a severely tortuosity, moderate calcified distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. Excessive force was not used. It is reported that stent dislodgement occurred during delivery at the lesion. The dislodged stent was noted before exiting the catheter. The dislodge stent was removed using the delivery system. Image was provided and stent deformation was noted. The patient is alive with no injury.

Manufacturer narrative:
The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. No resistance was noted while advancing the device to the lesion. The stent did not advance beyond the tip of the guider. If information is provided in the future, a supplemental report will be issued.